Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received the reading of 300 mg/dl, 112 mg/dl, and 200 mg/dl on his meter within 10 minutes. No adverse event reported. Meter and strips replaced and requested for return.